Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a water reservoir empty in an arctic sun device. Per review of wo on 26aug2025, there was no patient involvement. Per follow up information received via mail on 27aug2025, the chiller was malfunctioning and there was no cold water. The chiller was replaced. Per sample evaluation results received via task on 08apr2026, it was reported that there was a failed chiller.